Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On the same day, it was reported that the patient experienced a sensor error which occurred the day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient had a sensor error causing him not to receive any cgm readings. It was not reported if the patient was using a bg meter as a back-up during the time he was not receiving cgm readings. The sensor error occurred for ¿over an hour¿ prior to the patient losing consciousness and having convulsions. The patient suffered bruises and a blood blister on his hand (presumably from a fall when the patient lost consciousness). The patient¿s daughter was with the patient and called for an ambulance. Once ems arrived, it was not reported what the patient¿s bg meter reading was, however, ems treated the patient by injecting glucose. The patient recovered after treatment and declined being transferred to the ER. The patient was ¿feeling much better¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/sensor error/brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.